Event description:
Patient presented to the physician with swelling and pain at the chest incision. Imaging revealed fluid accumulation around the ipg. Physician prescribed antibiotics. Physician brought the patient into the operating room a week later, irrigated the ipg pocket with antibiotic solution and saline, and closed. Patient to continue previously prescribed antibiotics.